Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% was not fully pre-filled. This event occurred 2 times. There was no report of user impact. The following information was provided by the initial reporter: patient has returned 2 syringes as they are not fully filled. Patient has not used.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 1/20/2022 h.6. Investigation: a device history record review was completed for provided lot number 1153109. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two physical samples were returned for evaluation by our quality engineer team. The returned samples confirm insufficient volume in the syringes. However, the samples were unpackaged with the tip cap taken away from one of the samples. Both samples were received with the plunger component pressed down to about the 7ml marking. Based on the investigation results, a single root cause could not be determined for this incident, as there was no record of non-conformance during the production process that could have been directly related to this issue. Bd has in-line measures in place to protect against incorrect fill or improper stopper position. There is no sign of damage or product failure present on the returned samples. H3 other text : see h.10

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% was not fully pre-filled. This event occurred 2 times. There was no report of user impact. The following information was provided by the initial reporter: patient has returned 2 syringes as they are not fully filled. Patient has not used.